Event description:
It was reported that the right ventricular lead dislodged. During repositioning of the lead, the physician noted there was blood in the atrial header. The lead was repositioned and remains in use. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found however grommet damage was noted.